Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use a resolute integrity stent. After stenting the mid obtuse marginal branch (om), the stent was inserted with multiple attempts at positioning and then removed. Upon removal of the stent it was discovered that it had come off the stent balloon at the origin of the proximal circumflex where there was an existing stent. No patient injury reported.